Event description:
A consumer reported treating their diabetes based on blood glucose readings received on their precision xtra meter. The readings obtained may have been erroneously high because the consumer was using incorrect test strips with the meter. They experienced symptoms of a hypoglycemic event necessitating an emergency room visit where blood samples taken were low requiring medical intervention.